Event description:
Litigation alleges that the patient suffered pain as a result of her asr right hip implant. Litigation further alleges that the patient is permanently harmed by severe metal poisoning and metallosis due to metal debris from her asr right hip implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update 6 jan 2015 - asr revision for pain and high ion levels. . Previously received litigation stated that the patient has already been revised. As the date of birth, hip side and product sizes match the wpc, it's reasonable to conclude that the litigation was incorrect. Updated dor, patient height and weight, surgeon and sales rep details and added stem and sleeve products.

Manufacturer narrative:
Update - (B)(4) 2011 plaintiff's preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.